Manufacturer narrative:
(B)(4). Patient date of birth: (B)(6). Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-04002, 0001822565-2018-04012. Concomitant medical products: partial femur cemented size 5 right medial cat: 42558000502 lot: 63485124; partial articular surface right medial size f 8 mm thickness cat: 42528200608 lot: 63592938. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
Patient reported pain and stiffness post operation. No revision procedure has been reported to date.